Manufacturer narrative:
(B)(4). This event was originally reported in error under medwatch report #3005075853-2020-01002 with unknown product code hd1000i. Additional information was received indicating the correct product code involved in the event should be 0845. This report being submitted to include event details, additional information and analysis with correct product code and manufacture number. Additional information: can you please confirm the procedure? Gyn section. How exactly was the harmonic device used in the procedure? Megadyne megasoft was used in combination with a single use standard monopolar electrode on the erbe vio 300d. Settings only forced coag, effect 2, max. Watt 90 (upmax: 1100vp). What anatomic structures was the device used on? Neutral electrode. Hemostasis after the birth of the child. When not in use, what is the device placed on the patient? Positioned under the patient as directed. Lithotomy storage was the device placed in a holster or pouch on the side of the patient while not in use? See above. What was the patient posting during the procedure? Positioned under the patient as directed. Lithotomy storage. What heat management technique were utilized during the procedure? Only a short activation until the desired hemostasis is reached. What was the size of the burn? We have not received any pictures yet. How was the burn treated? We have not received any pictures yet. Investigation summary one each 0845 serial number (B)(4) was received for evaluation. No abnormalities were observed during visual inspection. The pad and m2k-07 cable were functionally tested and found to be performing within specifications. The report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that after a cesarean section, the patient had a 2nd degree burn on the gluteus with blistering. No further details provided.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2020. Additional was requested and the following was obtained: what was the size of the burn?. ¿ picture attached, ca 3 cm long, ca. 1 cm wide. Any treatment of the burn?. ¿ standard care. Is there a picture available?. ¿ see attachment (verbrennung.pdf). Why does the health care professional believe that the pad may have caused or contributed the burn?. ¿ there has been no change in procedure recently, the only change has been the use of the mat; what was used as a prepping agent?. ¿ octenisept for disinfection. Was the agent allowed to pool under the patient? Was chucks used to absorb?. ¿absorbent cloths were put on before the procedure for absorption; since it was a secondary cesarean section, it is possible that amniotic fluid escapes during the procedure, which cannot be completely absorbed by the absorbent material does patient have any allergies?. ¿ unknown. When was the burn identified?. ¿ the burn was discovered on the day of the surgery during the check on the ward. Was this a planned c-section or emergency?. ¿ it was a secondary cesarean section

Manufacturer narrative:
(B)(4). Date sent: 7/15/2020. Additional information was requested and the following was received: which part of the megasoft pad was in touch with burn? Middle on the side of the connector. Connection areas points? Cable left bottom towards left foot. What was the room setup? Sectio room, supine patient, generator to the left of the operating table, thin absorbent cloth between mat and patient. How was the patient on the pad? Supine position, thin absorbent cloth between patient and mat. Anything in between the pad and patient? Absorbent cloth. Was the surgical field wet? Yes. Is this the typical power setting for these procedures? Yes, sectio preset, erbe vio 300d auto cut effect 5 max vp 120w / forced coag effect max vp 90w. Is this the typical power setting for these procedures? Auto cut with effect 5 max watt 120 and upmax: vp (peak voltage) of 490 volts. Forced coag with effect 2 max watt 90 and upmax: vp (peak voltage) of 1100 volts. Erbe generators try to keep the voltage at a constant level while modulating the power output.